Manufacturer narrative:
Ge healthcare was notified of this event from the china adverse event database. No ge service was provided. No further information is available regarding the resolution of the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported an error that causes a loss of mechanical ventilation. There was no report of patient injury.